Event description:
A customer reported a pacer malfunction. There was allegedly no electrical sync signal output to the pacer device from the dash monitor. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Device serial number is currently unk.